Manufacturer narrative:
(B)(4). Patient's weight unknown/ not provided. Device brand name unknown. Device product cone unknown. Device catalog number and lot number unknown. Reporter's email and fax unknown/ not provided. Device 510(k) unknown.

Event description:
It was reported that the internal thread of unknown implant was damaged. It was also reported that they placed another implant. Tooth location 29.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
After additional information was received on 22-mar-2019, it was determined that they placed another implant in same surgery. As a result, the prior submission for MFR- 0001038806-2019-00188 submitted on 13-mar-2019, no further report will be submitted for this event. The following sections have been updated: date of this report. Outcomes attributed to adverse event, date received by manufacturer, follow-up number, follow up type. The following sections have been corrected: report type.

Manufacturer narrative:
Additional information was received on 11-june-2019 as the returned device was identified as device was identified as a bopt5410 .

Event description:
No further event information available at the time of this report.